Event description:
The customer reported that the pump did not infuse as programmed. A lactated ringer's infusion was programmed for maintenance fluid at 999 ml/hr for 850 ml. The device alarmed ail several times, the air was cleared from the tubing, and the tubing was replaced back into the pump. She also noticed the line was crinkled, the IV tubing was replaced and pump reprogrammed. Forty five minutes later, nurse went back in the patients' room, the bag was still full, the light green, and the pump said it had already given 716ml of fluid. Pc unit and set were not saved. Pump module is available for investigation. There was no report of patient harm or medical intervention. Although requested, no further patient or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR.the affected product has been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.